Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device. Being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: ICU -pump was not delivering programmed dose of propofol. The propofol line (which is the pump/line that malfunctioned) was put on a three way tap with fentanyl & attached to the patient. Immediately after pump started blood back flowed into cvc line (from hub to posiflow). Line was flushed again & reconnected. Patient then started to wake over the course of approx an hour, & blood pressure increased requiring high doses of gtn (up to 25ml/hr), patient given boluses of propofol & fentanyl to reduce bp. B braun pump ceased to work during an infusion of propofol that a critically ill cardiothoracic patient was reliant on for sedation. He became hypertensive & required an increase in his gtn infusion, then became unstable & required noradrenaline/nsa as bp dropped. Additional patient information: a new line of propofol infusion was recommenced on a spare b braun pump, this added unnecessary stress to staff & excess medication to the patient. The next pump functioned correctly. Pump isolated & sent to mt&p for interrogation.